Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited far over-sensing which resulted in inappropriate mode switch. Programming changes were made. There were no patient consequences.